Event description:
A us distributor reported that a patient was experiencing "adjust/check belt", "add gel/replace belt", "check therapy pad" messages and a can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel¿, ¿adjust belt, ¿check therapy pad¿ messages, can connection status) was confirmed due to the electrode belt¿s distribution node (dn) to rear te cable being broken, damaging wires within the cable. The root cause for the wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.